Event description:
During a phone call regarding the master complaint, baxter corporate product surveillance was told by the customer that the patient was having the same issue with the mini-caps that were previously reported. The customer stated that the patient found more mini-caps where the sponge was sticking out of the cap. The patient had discarded the ones that he had found. The customer contacted a baxter clinical nurse educator who instructed her to notify the patient to stop using those mini-caps. The customer will be bringing in the two (2) cases of mini-caps to the customer's facility. The customer requested credit for the cases being brought in. The customer stated that she had already given one (1) case from her facility to the patient in order for him to have supply until his next delivery. There was patient involvement, but no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Patient identified as (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 4/11/14 to 4/17/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.